Event description:
It was reported that the customer's blood glucose levels have been gradually climbing higher as the night went on. Customer changed his infusion set earlier this evening. Customer had a no delivery alarm during the manual prime but he removed the reservoir, disconnected it from the set, and manually pushed with the plunger. Customer stated that he had no issues and resolved it on his own. Customer's blood glucose level at the time of the incident was 23.5 mmol/l. Customer's current blood glucose level was 27.3 mmol/l. Customer treated with a pen. Customer's settings were reviewed and the customer stated that the settings would need to be changed and he has not done that. Customer was not using sensors. Pump passed the high pressure test. Customer was advised to change the entire set, reservoir, and insulin. Customer's blood glucose level went down to 22 mmol/l by the end of the call. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.